Event description:
It was reported that a inappropriate shocks were provided for supraventricular tachycardia (svt) on this cardiac resynchronization therapy defibrillator (crt-d). The patient was recently on vacation and believed to be non-compliant with medications. The patient was noted to have stable and fast atrial fibrillation (af). The atrial lead is plugged, and therapy was provided due to rhythm ID noncorrelation. Lifestyle and medication compliance was recommended. This crt-d remains in-service at this time. No additional adverse patient effects were reported.